Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not meet the expectations of the user. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/29/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/22/2014 with the following findings:a review of the pump¿s black box history showed that no evidence of short battery life was recorded. During testing, the pump powered on with the returned battery cap. The battery cap was able to be fully secured to the pump; however the yellow o-ring was missing from the cap. The battery cap contact height and width measurements were found to be within the required specifications. The battery compartment was found to be cracked below the grip pad. The pump electrical current draws were found to be within the required specifications. No power losses occurred during investigation. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. The complaint of the short battery life was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.